Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false downstream occlusion alarm was confirmed but not duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a false downstream occlusion alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.